Event description:
Olympus was informed by the certified nurse assistant at the user facility that the evis exera ii duodeno-videoscope was ¿cultured 3x and it comes back the same, with 15 colony forming units bacillus species (non-anthracis) isolated¿. No death, injury or infection was reported to olympus.

Manufacturer narrative:
As part of our investigation of this report, an olympus endoscope support specialist (ess) was dispatched to provide an in-service reprocessing training to the staff. To date, the ess visit has not yet been finalized. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report was submitted to provide the legal manufacturer's investigation results. The subject scope was sent to an external laboratory for further testing. During a microbiological test, all channels were checked and the instrument/suction channel was positive for bacillus flexus (15cfu). The scope was sterilized and returned to olympus for a physical evaluation. The complaint device was inspected using an olympus borescope to verify the condition of the biopsy and suction channel. The borescope was first inserted into the biopsy channel, starting from the distal end side. Once inserting, mq discovered kinks and light scratches on the biopsy channel wall at approximately 10mm from the distal end opening. The borescope was inserted further in and found that channel was normal. The borescope was removed from the biopsy channel and re-inserted in through the biopsy channel port. Upon entry, light scratches were found on the channel wall of the biopsy channel. The suction channel was also inspected using the borescope and found it was in great condition. The distal end of the device was inspected under a microscope and found multiple abnormalities. The findings included deep scratches on the distal end cover, pin holes in the glue around the lenses, discoloration, and pin holes in the bending section glue. The video scope passed the cosmo leak test (+8). As part of the investigation, the olympus endoscope support specialist (ess) visited the user facility and performed an in-service in reprocessing and infection control. During the in-service, it was noted that the staff was brushing channels before brushing the elevators as stated in the instructions for use (IFU) manual. Also not brushing the grooves with brush, maj-1888 per the IFU. The ess went over the correct brushing steps and the correct order. The ess covered infection control information referenced in the IFU and reprocessing manual. Customer uses a non-olympus aer to reprocess their endoscopes and recommended the customer contact the manufacturer of that equipment for proper use. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. A review of the device repair history shows no repair records in the past one year. The investigation by the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. The cause of the reported event is unknown. However, based on the ess¿s investigation, reprocessing may have been insufficient due to deviation from IFU regarding biopsy channel/suction channel. The instructions for use manual provides warning on inappropriate reprocessing as follows: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. ¿single use soft brush (maj-1888)¿ was mentioned in IFU 5.1 preparing the equipment for reprocessing equipment needed.